Event description:
Specific findings of blood perfusion on anastomosed esophagus of neonatal esophageal atresia and tracheoesophageal fistula using indocyanine green fluorescence during thoracoscopic surgery. The aim of this study is to report a 0-day neonatal boy diagnosed with ea-tef based on a coil-up sign of the nasogastric tube. This neonatal case showing specific findings of blood perfusion in the anastomosed esophagus of esophageal atresia (ea) and tracheoesophageal fistula (tef) using indocyanine green (icg) fluorescence during thoracoscopic surgery. 5-0 pds (eth) was used to ligated the tef by loeders' knot and transfixing suture. Reported complication: 5-0 pds (eth). Mild anastomotic stenosis. Treatment: underwent dilatation. In conclusion, the icg fluorescence technique may be useful for the visual confirmation of the blood supply at the esophageal anastomosis in primary thoracoscopic surgery for eatef. However, this technique is a qualitative evaluation, and a quantitative method is required for the objective evaluation of anastomosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: asian j endosc surg. 2025 jan-dec;18(1):e13422. Doi: 10.1111/ases.13422. Pmid: 39657229; pmcid: pmc11631201. Https://doi.org/10.1111/ases.13422.